Event description:
It was reported multiple episodes of rv lead noise was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with lead tip measuring 44.2cm was returned for analysis. External insulation abrasions were noted at 31.1-31.6cm and 32.8-33.6cm from distal end consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 14.6-15.7cm from distal end. The (B)(4) coating was intact at these locations. The lead was found compressed at 36.0cm from distal end consistent with clavicle crush damage. Internal insulation abrasion was noted at 38.5-39.1cm and 35.6-36.8cm from distal end. The inner coil was exposed and the (B)(4) coating of one of the svc conductors was abraded at 35.6-36.8cm. This is consistent with the observation from the field of noise.